Event description:
It was reported the doctor complained that the manual for the lead stated the maximum recommended turns of the helix is 14, but in other materials it is stated that up to three times the recommended rotations can be normal. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.